Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information received, the wireless footswitch functionality was restored after a cold restart of the system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has completed a good faith effort to patient information. However, the customer has not provided the requested information. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch did not work during a tavi operation. No harm to the patient has been reported to philips. The procedure was completed by using a wired footswitch. Philips has started an investigation of this complaint.